Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected failed usb door missing and usb interface damage. The receiver will charge but boot failed call tech support in display. The receiver download found screen error alarm in log. The complaint is confirmed because of the observation of the screen error alarm . The reported event of an error icon display was confirmed during log review. A root cause could not be determined.